Event description:
A caller reported experiencing alarm 2 and alarm 26. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge, then resuming insulin. They were educated on changing cartridges every 72 hours and advised to contact support if occlusion issues persist.